Event description:
It was reported that there was a pocket site infection. The ipg and extensions were removed; the lead was capped. The pt status was reported as "no injury/recovered without sequelae".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional info is received from the hcp.